Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The patient did not contact technical support at the time but performed a reset, which returned the pump to normal operation.